Event description:
It was reported that the customer's insulin pump was not delivering insulin through the night as supposed to, and the customer sometimes wakes up high blood glucose over 500mg/dl. The glucose level was 230mg/dl at time of call. The mother mentioned that the buttons were sticky and sometimes they are unresponsive. The reservoir compartment is severely chipped. The mother denied to troubleshoot and agree to return the device. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the buttons were unresponsive due to corroded keypad traces. Unable to test for delivery anomaly or perform the functional test including the displacement, prime, basic occlusion, occlusion, and no delivery alarm due to the unresponsive buttons. The device had broken reservoir tube lip, belt clip slot, cracked battery tube threads, reservoir tube, case window display corners, scratched reservoir tube window, lcd screen and missing end cap sticker.